Event description:
It was reported that the right ventricular lead was explanted due to decreased sensing and intermittent capture. Following dft testing, there was no cardiac movement, and a code blue was called. The patient was successfully rescued and was transferred to the heart failure ICU in critical condition. Additional information was received, alleging the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury' requiring replacement of the 'defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses, and other damages. [Patient] 'has further suffered physical injuries and various physical manifestations of emotional distress'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.